Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the complete lead was returned without the guidewire. There was dried body fluids/blood within the lumen. A guidewire was inserted into the lead without issue confirming no obstructions present. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this guidewire could not be removed from the lead¿s lumen. No adverse patient effects were reported.